Event description:
It was reported that the ventricular lead interrogation showed 2 ventricular high rate episodes which was found to be from oversensing. The lead remains in use based on medical judgment. The patient is part of the systems longevity study (sls). No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.